Event description:
The mother reported that the user immediately stopped hearing with the device after a trauma to the implant site occurred on (B)(6) 2021. She used the sptd to ensure that the audio processor was working and also tried the back-up processor, but the user could still not hear. The user was re-implanted on (B)(6) 2021. This report refers to 9710014-2021-00291. Please refer to this report for further information.